Manufacturer narrative:
(B)(4). Physio-control contacted the customer, a biomedical engineer, and confirmed that the cause of the reported issue was the quik combo therapy cable assembly. The customer further advised that the cable was discarded and that a replacement cable was obtained to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation.  The customer also advised that no additional information about the patient is available.

Event description:
The customer submitted a voluntary medwatch report to the FDA (mw5067729). The customer reported the following: "defib failed to deliver energy using handfree therapy cable. Cable was replaced, equipment tested and back in service." It was later confirmed by the customer that there was patient use associated with the reported event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. A backup device with its own cable was available and used to continue patient care. No further details about the patient or the event were provided. The serial number of the device involved was not provided.

Manufacturer narrative:
The customer responded to physio-control¿s request for the serial number of the device used during the reported event. The customer was able to provide the device¿s serial number and, as a result, (catalog number, serial number), were updated.